Event description:
The patient was operated on (B)(6) 2013 with variax dr. The extraction operation of the plate was conducted on (B)(6) 2013. During the extraction operation, tip of the broken driver which seems remained in the head of the screw on the operation of (B)(6) of 2013 was found in the screw head.

Manufacturer narrative:
Evaluation summary: the reported event could be confirmed. The visual examination showed that all flanks of the tip area of the returned screwdriver blade tip fragment are heavily, plastically deformed in turn in direction. The direction of the plastic deformations of the flanks points to the influence of too high torsional forces during application. Furthermore the fracture surface shows the appearance of a forced rupture and on the surface a secondary crack is visible. Based on the investigation the root cause of the determined deformations and broken off screwdriver blade tip fragment was attributed to a user related issue due to the action of too high torsional forces. Indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore, no further corrective and preventive action is currently required.

Event description:
The patient was operated on (B)(6) 2013 with variax dr. The extraction operation of the plate was conducted on (B)(6) 2013. During the extraction operation, tip of the broken driver which seems remained in the head of the screw on the operation of (B)(6) 2013 was found in the screw head.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.